Event description:
It was reported that the pt was experiencing an infection. The hcp was considering rapidly weaning the dose of intrathecal baclofen prior to pump removal. Final pt outcome was not reported.